Event description:
The valve spva-140 sx was explanted following concerns that the valve was not patent and csf was not drained properly. Given this concern, the doctor explanted the valve and replaced it with another one. Then the valve was working as intended.

Manufacturer narrative:
Our quality department conducted various analyses on the returned device: visual inspection: compliant. Pressure testing before decontamination: not compliant for pressure 4. Programming control before decontamination: not compliant: the valve has not been returned under the recommended conditions for the programming control. Anti-siphon: compliant. In conclusion, the difficulties encountered by practitioners for csf drainage are due to the organic residues present inside the device. This is the reason why the obstruction occured for pressure 4. The obstruction is the root cause for pressure 4 non-compliancy. This phenomenon is well known and is documented in the risk analysis and the instructions for use.